Manufacturer narrative:
Product ID 7435, serial# (B)(4); product type programmer, patient product ID 3998, lot# j0437286v, implanted: 2005 (B)(6); product type lead product ID 748925, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748925, serial# (B)(4), implanted: 2005 (B)(6); product type extension. (B)(4). Analysis of the ins, s/n (B)(4), found no significant anomaly and that the ins battery reached normal end of life and the telemetry and output were okay.

Event description:
It was reported, the patient¿s device was explanted on 2014 (B)(6) and returned to the manufacturer. It was reported an impedance test was performed before the explant and several values were >40000 and after the battery replacement all impedance values were normal. It was noted that the high impedance were found during an already scheduled battery revision and during the revision it was also found that the device was dented. Information omitted pertaining to patient history not related to the device. Additional information received reported when the high impedances were discovered the patient was still feeling stimulation. It was noted, the leads were not removed and the reason for explant was for end of life (eol). It was noted when the manufacturer representative discovered the eol the patient was scheduled for surgery. It was noted, the patient was not experiencing any symptoms. The only difference the patient felt was that their implanted device stimulation was different from that experienced with their trial device. It was unknown at the time of report the patient¿s outcome. Additional information received reported the patient was seen by the manufacturer representative and is receiving effective therapy after their replacement.